Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box shows data from (B)(4) 2013; the pump was used after the original complaint date and therefore all histories and black box data for that time period have been overwritten. A review of the available total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There were no alarms related to the complaint observed in the black box or alarm history; only typical usage alarms and warnings were observed. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. There was no defect found on investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported experiencing blood glucose levels in the 30's mmol/l after a routine site change. The patient reported taking more insulin than usual and receiving "max tdd" warnings. The patient declined troubleshooting of the site stating that sites were rotated between the legs and stomach and the patient declined replacing the site during the call. The patient confirmed the bolus history and completed a test bolus into the air. The patient reported feeling that the pump was not delivering properly. This report is made based on the allegation that the patient experienced hyperglycemia with the allegation that the pump may have been delivering incorrectly.